Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving infumorph(25 mg/ml at 12 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and radiculopathy. It was reported that the patient missed a refill date due to not getting to the clinic because of work. A low reservoir alarm was confirmed by telemetry to have occurred on (B)(6) 2018 and it was noted as being inaudible to the patient. No symptoms were reported. The event was reported as being resolved at the time of this report. No further complications have been reported as a result of this event.